Event description:
A report was received that the patient has gained weight (not device related) and is experiencing difficulty charging her implant. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure and the ipg was moved to a more comfortable location. The patient is reportedly doing well.

Event description:
A report was received that the patient has gained weight (not device related) and is experiencing difficulty charging her implant. The patient will undergo a pocket revision procedure.